Event description:
The customer reported that their unicel dxc800i analyzer generated one erroneous high digoxin result (3.3 ng/ml). The erroneous result was not reported out of the laboratory; hence patient treatment was not impacted. The customer ran controls before testing the patient samples for dign, and the qc results were within established ranges. The sample was repeated on an alternate instrument and lower result (0.7 ng/ml), which correlated with the patient's previous result of 0.8 ng/ml was obtained. On (B)(6) 2011, a fse performed the following: replaced sample probes and checked alignments of the reagent probes. Replaced two defective reagent level sense beads. Calibrated dign, ran qc and performed precision and the results were within ranges.